Event description:
Complainant alleged that while attempting to treat a male pt, the device was unable to obtain an ECG signal via electrode pads. The clinician indicated the device displayed a "pad defib fault" error message. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.